Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure and not an explant procedure.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.medwatch will be filed.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an explant procedure.